Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the nicu noticed lipids on the baby's chest where the PICC had been resting and the connection was tightened but was still leaking when the fluids were changed. The catheter had a hole at the spot where the line changes into the hub causing the catheter to leak. The PICC was removed and a new PICC was placed. No complications have arisen because of this issue

Manufacturer narrative:
Since a lot number provided was invalid, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used catheter was received for the investigation. Upon visual inspection, the catheter showed signs of blood and during evaluation, a leak was observed on the tube. In magnified visual inspection, a hole was identified near one of the strain relief. Therefore, the reported condition is confirmed. As part of the process investigation the PICC process flow was reviewed to identify the possible sources of leak generation, even though it was confirmed by the customer that the leak was noticed after several days in the patient. The pressure (leak) and occlusion test are executed; 100% leak test is performed using the calibrated and validated instrument. Operators execute the test per procedure and this step has been documented. After the execution of the 100% leak test, the following step is the packaging of the product, specifically ¿assemble guard¿, which introduce the catheter into a guard in order to protect it from external damage. To determine the root cause for this reported issue, a cause and effect diagram (c&ed) was used during this investigation. It is important to consider that the instructions for use warning: [do not use a sharp clamp or instrument to handle the catheter since even a minor cut could tear or break the catheter. Do not stretch catheter. Too much tension could tear the catheter. Do not use alcohol or acetone-based skin preparations, adhesive enhancers, or solutions directly on the catheter]. Based on the available information this potential cause could not be discarded. Hence, it can be concluded that product was manufactured according to specifications; therefore, the most probable root cause can be considered as misuse. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.